Manufacturer narrative:
E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 500 ml eva (ethylene-vinyl acetate) tpn (total parenteral nutrition) bag leaked from an unspecified location. This occurred during compounding stage prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h4, h6, h11. H4: the lot was manufactured between september 6-7, 2023. H11: the device was received for evaluation. Visual inspection was performed and the issue of leakage was not easily identified. Functional testing of sample was performed and a leak was identified from the administration spike port bonding area on the returned sample. The reported condition was verified. The cause of the issue could not be determined however, a probable cause is due to inadequate or lack of cyclohexanone applied to the spike port cap tube causing an incorrect bonding. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.